Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer fan was noisy. It was not confirmed that the programmer was overheating. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer fan was not working and the programmer was overheating. The programmer was returned for service. There was no patient involvement.